Event description:
An intuitive clinical sales representative (csr) was informed of a patient death that occurred five days after undergoing a scheduled da vinci-assisted sigmoid colectomy procedure for diverticulitis and a fistula. A physician at a sister hospital of the site where this da vinci procedure was performed informed the csr that the inferior mesenteric artery (ima) was injured during the robotic procedure. The procedure was converted to open to address the bleeding and the sigmoid colectomy procedure was not completed. The patient was later transferred to the sister hospital where the patient underwent two additional unspecified open procedures. The patient received a colostomy during one of the additional procedures. The patent ultimately expired due to unspecified complications five days after the initial da vinci procedure. Multiple attempts to speak with the surgeon who performed the initial procedure have been unsuccessful. The risk manager at the hospital where the da vinci procedure was performed was contacted for additional information. She stated that she looked into this event, talked to people at her site, and there are no investigations or allegations of there being a da vinci product issue related to this complication. She declined to provide any further information as there is no report of a da vinci product issue.

Manufacturer narrative:
Review of the da vinci system logs found that no errors occurred during the procedure. Log review of the five subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant instruments were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, tip-up fenestrated grasper, fenestrated bipolar forceps, vessel sealer extend, and two large clip applier instruments. A site history review showed no complaints were reported for the instruments used during the procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformance's were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient had diverticular disease with a pre-existing fistula and underwent a robotic sigmoid colectomy. A surgeon reported that during the procedure there was bleeding from the inferior mesenteric artery. How this bleeding occurred and how any intuitive surgical products or instruments may or may not have contributed is unknown. The patient required additional procedures and ultimately died at another institution. Based on the information provided, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Section e: the address listed is for the user facility where the original surgery was performed.